Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted into the patient on (B)(6) 2012. The patient experienced further surgery and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; rectal pain; difficulties with bowel motions; incontinence not present before implant nonsurgical treatments: on (B)(6) 2008 the patient commenced pain medication: antibiotics for purpose: reduction of pain and control of infection. Treatment duration: 4 years. On (B)(6) 2012 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for purpose: encourage healing precedent further infection/hysterectomy. Treatment duration: ongoing. On (B)(6) 2010 the patient commenced other: hormone replacement for: pain + hormone replacement + control infection + pelvic floor structure. Treatment duration: ongoing for hormone replacement therapy. On (B)(6) 2008 the patient commenced pain medication: analagesies - reduced to panadol for purpose: reduce pain - infection. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for purpose: pelvic floor structure.